Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that the ecc (extracorporeal circuit) specialty house pack . Clamshell had no tape on the outer casing and the sterile tubing not secured when initially opened. The tubing was not secure and the there was no ¿gas tape¿ to validate sterility. This was noted prior to any patient use so there was no patient involvement.

Event description:
It was reported that the ecc (extracorporeal circuit) specialty house pack. Clamshell had no tape on the outer casing and the sterile tubing not secured when initially opened. The tubing was not secure and the there was no ¿gas tape¿ to validate sterility. This was noted prior to any patient use so there was no patient involvement.

Manufacturer narrative:
Corrections: "returned to manufacturer on date" should have been included in previous emdr submission. Date changed: from: blank to: 03/14/2018. Conclusion code changed from: 92 to: 11. Additional manufacturer narrative changed from: the device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. To: the product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Status: the product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Manufacturer narrative:
Device evaluation: the product was returned and a visual inspection was performed. The unitray (clamshell) was not returned and a picture was not provided. The kit was returned, but the unitray was not provided, therefore it could not be determined whether the tray was secured with the eto tape or not. We are unable to confirm the reported event. Lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Correction: additional narrative reference from follow up #1 changed from: (B)(4) to: (B)(4). (B)(4).

Event description:
It was reported that the ecc (extracorporeal circuit) specialty house pack. Clamshell had no tape on the outer casing and the sterile tubing not secured when initially opened. The tubing was not secure and the there was no ¿gas tape¿ to validate sterility. This was noted prior to any patient use so there was no patient involvement.